Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component (control board). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. During the submission of the initial MDR a failure in the cer# occured. The correct cer# of this case is (B)(4).

Event description:
Device alarmed with multiple tf's during ventilation -> selftest failed.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilator device alarmed for multiple technical fault's during ventilation and switched into ambient. - this abnormality occurred during usage. There is patient involvement. - the alarm was observable both visually and through hearing. - this malfunction was reproducible. - a medical intervention is reported to hamilton. The ventilator device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.